Event description:
Boston scientific was notified of the following event: after coiling the aneurysm, when they were removing the catheter out at the level of the common femoral artery, the cathteter was broken. Procedure was completed. Problem occurred during withdrawal of the catheter.